Manufacturer narrative:
The reported event of 'component loosened' could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was most probably caused by an inadequate handling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "a couple of proximal pins in the tibia in an lrf case were loose." Also reported: "the revision was done due to loosening of the thin wires. The wires that appeared loose were replaced by half pins, which became stable."

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "a couple of proximal pins in the tibia in an lrf case were loose." Also reported: "the revision was done due to loosening of the thin wires. The wires that appeared loose were replaced by half pins, which became stable."